Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: (B)(6) called in complaint for 2x 0250040117. Probe had arcing and caused harm. Another source of energy that caused cauterizing to jump to different area. This occurred during 2 cases within a week time span. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be third party repair. The device manufacture date is not known.

Event description:
It was reported that the product delivered unintended energy to the surgical site and caused patient harm.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the product delivered unintended energy to the surgical site and caused patient harm.